Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that intermittent low calcium and sodium results were observed for patient samples tested on the architect c4000 analyzer. Results were not released outside the laboratory. Samples were retested on a different architect c4000. Patient #2: initial calcium of 6.2 mg/dl retested at 7.7 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
Investigation included review of complaint information, instrument service history, tracking and trending metrics, and current labeling for the architect system operations manual. While on-site, the abbott field service representative (fsr) replaced a leaking 1ml syringe (which is part of quarterly maintenance), the assay bulk solution valve, and ict module. The fsr also calibrated the sample probe. These troubleshooting steps resolved the issue. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified. No product deficiency was identified.